Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the clinic¿s facility administrator (fa). It was reported that the blood leak occurred three minutes into the hd treatment. The blood leak was internal, and blood was confirmed to be visually observed in the drainage port. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. No physical damage was observed on the dialyzer. Following the event, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the clinic¿s facility administrator (fa). It was reported that the blood leak occurred three minutes into the hd treatment. The blood leak was internal, and blood was confirmed to be visually observed in the drainage port. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. A blood leak test strip was used, and it tested positive. No physical damage was observed on the dialyzer. Following the event, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reportedly available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the dialyzer was returned to the manufacturer for evaluation. The fibers were wet, and blood was present throughout the device. During a visual evaluation, blood was visible within the dialyzer, on the outside of the fibers. In addition, a broken fiber was noted on the non-cavity ID end at approximately 350°, with the dialysate ports situated at 0°. The dialyzer was subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the broken fiber was confirmed, and it was noted to have a kink. The break was about 1.91 mm from the potting surface on the non-cavity ID end. The opposing end was in close proximity. No other damage or irregularities were noted. The dialyzer was not subjected to a laboratory leak test since this failure is known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were three approved temporary deviation notices (dns) and a non-conformance (nc) in the production of this lot, all of which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.